Event description:
Pt had epidural catheter in place for anesthesia. When procedure was terminated, the anesthesiologist removed the catheter. A piece of the catheter was broken off. It was not located. Fluoroscopy was used to attempt to locate the missing piece, but it was not found. It is still undetermined if it has been retained in the pt. The pt has had no issues related to this event.